Event description:
New information states that the lead was explanted and replaced on (B)(6) 2020. The patient was always stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise oversensing leading to inhibition of pacing. The patient was seen in clinic on (B)(6) 2020 and egm showed multiple ventricular noise reversion. The pacer dependent patient was asymptomatic at all times. Lead replacement was discussed. The patient was hospitalized and under monitoring.